Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007 patient underwent MRI of the left knee. Impressions: complex degenerative tear of the posterior horn and body the medial meniscus with associated full thickness cartilage loss in the medial compartment and bone marrow edema within the medial tibial plateau. Degenerative tear of the posterior horn of the lateral meniscus with associated mild chondrosis in the lateral compartment. Severe patellofemoral chondrosis. On (B)(6) 2007 patient underwent x-rays of the knee. Impressions: moderate to severe bilateral medial compartment osteoarthritis. On (B)(6) 2007 patient underwent x-rays of the left knee. Impressions: moderate to severe bilateral medial compartment osteoarthritis again identified, right greater than left. No interval change is seen from the prior examination. On (B)(6) 2009 patient underwent bone densitometry of the spine and hip. On (B)(6) 2011 patient underwent CT scan of the lumbar spine. Impressions: moderated to severe degenerative changes of the lumbar sp ine. On (B)(6) 2011 patient was presented for office visit with fibromyalgia with severe leg pain. Impressions: lumbar spondylosis without myelopathy, lumbar spinal stenosis, lumbar neurogenic claudication. On (B)(6) 2011 patient underwent the following procedures: l3-4 and l4-5 posterior spinal decompression. L3 through l5 posterior spinal fusion with local autograft, bmp and allograft. Insertion of posterior spinal instrumentation l3 to l5. Preoperative diagnosis: lumbar spinal stenosis. Lumbar spondylosis. Postoperative diagnosis: lumbar spinal stenosis. Lumbar spondylosis procedure: the high speed bur drill was used to decorticate all available surfaces from l3 through ls. Simultaneous to this a large bmp kit was prepared. Previously harvested bone was cleared of soft tissue and morselized to use as local autograft; this was impacted with bmp sponges. Bmp sponges were then packed over our decorticated surfaces. The residual local autograft was placed over the bmp. Lastly, a 2-1/2 x 5 centimeter allograft kit was opened and prepared and this was placed over our previously placed graft material. Two deep drains were brought out through separate stab incisions to the skin. Meticulous hemostasis was obtained. The wound was then closed in layers. The drains were secured to the skin. Ap and lateral fluoroscopy were used to gauge adequacy of our implant placement. No complications were reported. On (B)(6) 2011 patient underwent x-ray lumbar spine. Impression: new l4-s1 posterior spinal fusion and decompression with unchanged grade 1 anterolisthesis of l5 on s1. On (B)(6) 2011 patient was discharged from hospital with principal diagnosis of lumbar stenosis, spondylosis. On (B)(6) 2012 patient underwent x-rays of the lumbar spine. Impressions: posterior instrumented spinal fusion procedure from l3 to l5 with stable grade 1 anterolisthesis of l4 and l5. Unchanged severe degenerative disc disease at t11-t12. On (B)(6) 2012 patient underwent x-rays of the right and left knee. Impressions: interval worsening of the severe medial compartment tricompartmental osteoarthritis of both knees. On (B)(6) 2012 patient underwent x-rays of the lumbar spine. Impressions: unchanged posterior instrumented spinal fusion procedure form l3 to l5. Unchanged moderate degenerative disc disease at l4-s1. Unchanged grade 1 anterolisthesis of l4 on l5, which is not exaggerated on flexion or extension views. On (B)(6) 2014 patient underwent xrays of the left and right knee. Impressions: unchanged severe medial compartment predominant, tri compartmental osteoarthritis of both knees. On (B)(6) 2014 patient underwent x-rays of the lumbar spine. Impressions: unchanged posterior spinal instrumented fusion of l3-4. Unchanged grade 1 anterolisthesis of l4 and l5 with l4-5 and l5-s1 degenerative disc disease.